Manufacturer narrative:
Additional information was received indicating the event date was 25-jul-2019 and that the issue did not occur while in use with a patient.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed "wrong cassette." No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and found error code on display during power up. The customer's stated problem was verified. Inspected the pump and attached cassette onto the device and the pump displayed cassette not attached properly alarm. Further investigation of the pump determined that a faulty latch lock flex was the root cause of the issue. According to the investigation the pump latch lock will be replaced. The problem source of the reported problem is unknown.